Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump histories showed basal program 1 was set to: 0.400/hr at 00:00, 0.300 u/hr at 03:00, 0.575 u/hr at 07:00, 0.750 u/hr at 12:00, 0.600 u/hr at 16:00, 0.600 u/hr at 18:00 and 0.500 u/hr at 20:00. The basal change history appeared to be inconsistent with the current basal program 1 due to the user manually changing the basal rate u/hr. The basal settings for (B)(6) 2017 were 0.400/hr at 00:00, 0.350 u/hr at 03:00, 0.575 u/hr at 07:00, 0.750 u/hr at 12:00, 0.550 u/hr at 16:00, 0.600 u/hr at 18:00 and 0.500 u/hr at 20:00. The basal segment at 03:00 was manually changed back to 0.300 u/hr on (B)(6) and segment at 16:00 was manually changed back to 0.300 u/hr on 04-16. On (B)(6) 2017, a manual time change was made from 06:14 to 07:13. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 u/hr basal rate with no issues occurring. At the end of testing, the basal history correctly showed 2.0 units and total daily dose accurately showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No hypertensive or stuck keys were observed on the keypad. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the basal history did not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.